Event description:
On 4/oct/2022, a patient contact reported to fresenius that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was diagnosed with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with serratia fonticola in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis due to a recent abdominal surgical procedure with hospital stay. It was explained the patient¿s abdominal surgery was unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient was not hospitalized for this event and prescribed intraperitoneal cefepime for three weeks (dosage and frequency unknown). The patient is recovering from this event while remaining asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.